Manufacturer narrative:
The review of the device history records of the plate used during the surgery indicate that the device was manufactured according to specification and no deviations were noted for released product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2020 that utilized paragon 28 gorilla plating system. The plate was reported to have broken at the tt joint 4 months post-operatively. The patient was non-weight bearing and in full cast for 8 weeks post-operative. The plate was removed on (B)(6) 2021. Paragon 28's product was not used for the revision surgery.